Event description:
It was reported that shaft hole occurred. The 90% stenosed target lesion was located in the moderately tortuous and mild calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, upon first inflation it was noted that there was a pinhole occurred between the joint part between the hub and shaft. The device was removed without any problem, and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft hole occurred. The 90% stenosed target lesion was located in the moderately tortuous and mild calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, upon first inflation it was noted that there was a pinhole occurred between the joint part between the hub and shaft. The device was removed without any problem, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination found that the shaft was free from damage. A visual examination found no issue with the tip of the device. A visual examination found no issue with the markerbands of the device. A visual examination identified that the balloon was subjected to positive pressure. A visual examination identified no damage or issues with the balloon material of the returned device. A leak test was carried out, when liquid was noted to be exiting from where the shaft is bonded to the hub/manifold. It was not possible to identify the source of the hub/manifold breach during analysis. No other issues were identified during the product analysis.